Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for complete system extraction due to septicemia from infection. Pulse generator and all associated leads were explanted. Patient was discharged and in recovery. Related manufacturer reference number: 2017865-2020-12907.